Event description:
It was reported that this right atrial (ra) lead exhibited low sensing, high threshold output and changed impedance due to lead micro dislodgement confirmed via lead testing. This ra lead was explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.